Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter proximal shaft was noted kinked and separated at approximately 2.6cm from its proximal end. No other anomies were noted. Functional testing could not be performed due to the damage noted to the device. The event description indicated that the catheter was kinked at the hub upon removal from the hoop. It is likely that depending on how the hub strain relief was removed from the protective tubing and the packaging clip, force may have been exerted causing the kink and fracture noted in the device inspection; therefore, an assignable cause of handling damage was assigned to the as reported issue 'nv - catheter shaft kinked/bent' and to as analyzed issue 'nv - catheter shaft broken/fractured'; since, the issues are due to handling of the product during removal from the packaging.

Event description:
Analysis of the returned device found that the catheter shaft was broken. No patient was involved.